Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose readings. The customer's blood glucose at the time of the incident was 435 mg/dl. The customer treated the high blood glucose with manual injection. The customer reported the infusion set cannula was bent. The customer was assisted with troubleshooting. The customer was advised to change the entire set, reservoir and insulin. The insulin pump will not be returned for analysis.